Event description:
It was reported that the lower liquid crystal display of the external pulse generator was defective and that the values were unreadable. It was further reported that the generator was missing a bail. The generator was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lower liquid crystal display of the external pulse generator was defective and that the values were unreadable. It was further reported that the generator was missing a bail. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the liquid crystal display was missing pixels, and also that one side bail cover and one side bail were missing. Analysis also found that the upper case was dented, that the battery release, ring cover and battery drawer were contaminated, one side bail cover was broken, the battery contacts were compressed, the ring bail was bent, the keyboard was scratched, the serial number label was torn and the encoder flex was damaged. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.